Event description:
It was reported the tip of the outer cannula of this biopsy needle was noted to have a burr during preparation. Another device was used prior which was also noted to have a burr on its outer cannula during a prostate biopsy. Another MFR's device was used to successfully complete the procedure without pt complications. The pt's condition is good. The device is being evaluated by this MFR. A supplement will be forwarded upon completion of the engineering eval. The co's directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair. Warning: test firing the needle without stabilization may damage the cannula tip. Do not leave the needle cocked with the springs under tension until ready to use."